Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that high threshold was observed after implant. Lead dislodgement was noted. The lead was explanted and replaced.